Event description:
The reporter was struck with the toxic shock syndrome from using kotex tampons. The reporter used the tampons as directed for the time limit as labeled on box. The reporter woke up the following morning and was very ill and they reported to the emergencey room with a 104 degree temperature and symptoms of being dizzy when standing up and vomiting and blackouts and a rash. The drs sent them home saying it was just 'a cold'. The reporter went to their family dr the next day due to their condition being considerably worse and by then the reporter was moments from death. The reporter was next transported to the hosp critical care for 2 days and then intensive care for 4 more days. Then dr and medical specialists couldn't give their family or the reporter an answer as to what they had. They didn't diagnose it until weeks after their arrival home, due to their hands and feet peeling, which is a symptom of tss.